Event description:
It was reported that during use, the device exhibited error code 46446. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed no visible physical damage. Event history log confirmed error 46446 occurred during pump operation. Functional testing could not replicate the reported issue. The root cause was determined to be a possible defective main board. The device was not repaired and was replaced per customer¿s request. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.